Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the mid lcx. It is reported that the patient suffered an acute non-stemi approximately 5 months post index procedure. It is reported that the location of the mi was non determinable and it is unknown if the target lesion was involved. Investigator has indicated that event was probably related to the study device. Action taken is reported as medication and thrombolytic therapy. Two days later, at 5 month follow up patient's worst angina status was reported as IV per (B)(4) of angina. It is reported that the patient expired the next day. It is reported the cause of death is anoxic brain injury, cardiac arrest. Investigator has indicated that the event was associated with a mi and was probably related to the study device. It is reported that the event was not related to the study procedure. It was reported that there was no evidence of stent thrombosis. Autopsy report is not available.

Event description:
(B)(4) adjudicated that the mi previously reported occurred on the same date as the patient death.

Manufacturer narrative:
Mi occurred (B)(6) 2011.

Event description:
The investigator has indicated the previously reported mi was not related to the study device and the patient was not taking study m edication at the time of event.

Event description:
Cause of death provided as coronary artery disease.

Manufacturer narrative:
(B)(4). Evaluation, results: mi, death.